Event description:
Patient's representative reported "seroma of inflammatory nature " and "capsular contracture baker grade 4." Patient's representative also reported "disabling symptoms, compatible with autoimmune syndrome induced by adjuvants also known as "silicone disease": chronic fatigue, memory loss, night sweats, insomnia, anxiety, vertigo, brain fog (brain fog), hair loss, depression, and weight change", ¿pain¿, "emotional vulnerability, affected by a depressive condition" and ¿anxiety¿ which are not device related. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.